Event description:
Balloon pinhole rupture.

Manufacturer narrative:
The report we rec'd from the field indicated that during a coronary stenting procedure, air was pulled into endoflator. A pinhole balloon rupture was noted. There were no reported adverse effects to the pt. Add'l info has been requested and will be submitted within 30 days upon receipt. The prod has been returned for eval and testing. However, the engineering eval is not completed.